Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the healthcare professional who reported that the pump was alarming because a motor stall occurred. The patient currently had the device in place and would see a provider on (B)(6) 2018 for a plan. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: the ¿intervention req.¿ box should no longer be checked as the patient did not have surgery to remove or replace the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-oct-2018 from a healthcare professional (hcp) who reported that the pump had not been working since (B)(6) 2018. There had been many motor stalls and recoveries. The hcp was requesting the pump off passcode to permanently shut the pump off. The passcode was given to the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine 1000 mcg/ml at 809.1 mcg/day, bupivacaine 20 mg/ml at 17.8 mg/day and dilaudid 4 mg/ml at 3.56 mg/day via an implanted pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient's pump started alarming sometime "during the middle of the night and it woke the patient up." The patient's pump is alarming every 10 minutes. Per the healthcare provider, the pump was filled on (B)(6) 2018, with no complications occurring during the fill and there were no changes in medications at the last refill. The pump was filled 40 cc's per the session data report with the low reservoir alarm to set on (B)(6) 2018. The patient has 33 months left till eri (elective replacement indicator), and their refill interval is 41 days. The healthcare provider stated that the patient has not had an MRI, and that she plans to interrogate the pump once the patient comes into clinic today, (B)(6) 2018 and troubleshoot from there. Additional information was received from the company representative who stated that the pump would be replaced today or else in the coming days. The plan was to have the patient be admitted to the hospital for withdrawal symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a company representative who reported that the pump replacement was scheduled for tomorrow (B)(6) 2018). No further complications were reported/anticipated.